Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Mother reported they were vacationing in (B)(6), there was an earthquake and they were not able to vacate the area. Due to a communication error with the pod, the patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod; the pod was removed and replaced but bg levels still remained high. Symptoms reported include hyperglycemia, a headache and stomach ache, vomiting and dehydration. The patient was treated with fluids but in regards to the first hospital patient was treated at (per mother), "the health care providers in haiti do not believe children can have diabetes so they just pumped her with fluids, refusing to give her insulin and lead her into developing cerebral edema." Patient was transferred to another hospital in the (B)(6), where an arterial blood gas test was performed and patient was diagnosed with severe dka. The patient was then air lifted to a facility in the united states, where she was admitted to the pediatric intensive care unit and was hospitalized for 7 days before being released.